Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient reports having low blood glucose (bg) levels over the past year, as low as 18 mg/dl at times, which he treats with (B)(6). The health care professional (hcp) is not sure if pump is delivering properly. Patient has been a brittle diabetic for 40 years, and has had two strokes since 2005 which he feels were possibly related to his insulin/bg. Customer support (cs) review found no alarms associated with low bgs, patient does not prime while attached, fill cannula patient does 1 unit, but low bgs are not associated with the fill cannula. Cs advised patient no mechanical issue found with pump and advised him to discuss pump settings with hcp. There is no indication of pump malfunction and the patient remains on pump therapy. This complaint is being reported because the patient experienced hypoglycemia.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 10/23/14 with the following results: unable to duplicate reported complaint. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The last basal delivery and the last bolus were on (B)(6) 2014. Pump history shows no alarms outside the range of normal patient use. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump is not detecting the correct force at 5 lbs. Removed cover; force sensor resistance was found to be in specification at 7.8k ohms. No evidence of contamination found in force sensor housing. Unrelated to the complaint, battery compartment is cracked between bumper pad and cover. Battery cap and cartridge cap were not returned. Test caps able to fully tighten to the pump and used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.